Event description:
A customer reported observing an error 4 message on their freestyle flash blood glucose meter and being seen at a local hospital for hypoglycemia. No symptoms or treatment were reported. There was no report of death or mistreatment in this case.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within range specification. It should be noted, the strips the customer reported had expired 10/2006.